Manufacturer narrative:
Rogachefsky, r. (2001). Treatment of severely comminuted intra-articular fractures of the distal end of the radius by open reduction and combined internal and external fixation. The journal of bone and joint surgery, 83-a (4) 509-519. This report is for an unknown unknown ao external fixator with 4.0/3.0-mm schanz pins /unknown quantity/unknown lot. (B)(4). Refers to revision and loss of reduction. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: rogachefsky, r. (2001). Treatment of severely comminuted intra-articular fractures of the distal end of the radius by open reduction and combined internal and external fixation. The journal of bone and joint surgery, 83-a (4) 509-519. This is a retrospective study of severely comminuted intra-articular fractures by the distal end of the radius treated with open reduction and internal fixation. There were 17 patients of the original 25 patients available for follow-up and included in the study. There were fourteen men and three women who ranged in age from 27-59 years, with a mean age of 43 years. Eleven fractures required a dorsal buttress plate and/or a volar buttress plate, and eleven required bone grafting. An unknown system consisting of an ao external fixator with 4.0/3.0-mm schanz pins was used in sixteen patients. In addition, a 3.5-mm distal radial plate was used in eleven fractures. Complications included: one male patient had loss of reduction and collapse of the fracture at six weeks postoperative, and underwent a wrist fusion. This is report 1 of 3 for (B)(4). This report is for an unknown ao external fixator with 4.0/3.0-mm schanz pins . A copy of the literature article is being submitted with this medwatch.